Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. A lead revision was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.